Event description:
A surgeon reported three cases of purulent endophthalmitis following cataract surgery at one facility. The surgeon contacted other clinics and found that there were two other facilities also reporting a patient at each facility with purulent endophthalmitis. For all five patients, custom paks were used during their surgical procedures. The three patients from the first facility were operated according to their standard cataract surgical procedures. During surgeries all of the patients received intracameral antibiotics. For these first three patients, the procedures were performed in different rooms and with three different nurses supporting the operations. The surgeries were performed by two different surgeons. The same preloaded intraocular lenses (iols) from another manufacturer were implanted to the three patients. Postoperatively, these patients were treated with vancomycin, ceftazidime pentahydrate and nepafenac. The final outcome for these patients is unknown. The surgeon also reported that they stopped performing cataract procedures during the initial investigation, but they have resumed operating schedules. Additional information has been requested with no response to date. This is one of five medical device reports. This report is for the third patient who underwent surgery on (B)(6) 2014 in the first facility.

Manufacturer narrative:
A sample has been received at the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).